Event description:
It was reported that the subject device had connection socket defective. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Reasonably known information suggests probable causes such as material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear; deformation; fracture. Environmental problems like dust or dirt. These causes can occur between components such as switch/relay; connector; electrical cable; pin; cover; panel; chassis frame; circuit board; socket; stand; screw; connector pin; electrical lead/wire; display; and housing without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.